Event description:
Customer reported running an american proficiency institute (api) survey sample on the leadcare ii blood lead analyzer, and the survey failed because the leadcare ii blood lead testing system's results were out of the api expected values. Customer indicated that an api specimen was 34.8 g/dl with leadcare ii but the expected range ended at 34.0 g/dl, a difference of 0.8 g/dl (2.3% difference off the upper limit expected value of the api sample). Customer also reported that three (3) patient samples were run during comparison testing with one result that was 'falsely low', as compared to results obtained with 'inductive coupled mass spectrometer' (icms); the leadcare ii blood lead analyzer reported one (1) result as "low" (<3.3 g/dl) while icp-ms reported a bll of 3.6 g/dl. Leadcare ii test results were not used for patient diagnosis and/or management. Test results were used to evaluate performance of leadcare ii in api survey. Magellan's technical service (ts) requested the return of the leadcare ii test kit and analyzer used during api survey testing to be evaluated in-house. Customer returned the analyzer which was tested according to magellan's applicable procedures and found to perform as expected. The test kit that was returned had expired prior to testing being performed. However, a review of complaints of the lot indicated by the customer (lot #2301m) did not identify any other complaints reporting depressed values for patient samples. The api specimen test result that was reported by the customer as elevated (34.8 g/dl versus upper limit of the expected value 34.0 g/dl) is within the anticipated difference of the values obtained by leadcare ii when compared to a reference method (per the leadcare ii instructions for use, reference method gfaas). Therefore, magellan found there is insufficient justification to allow a determination that the elevated result obtained with the api sample run on leadcare ii is the result of a product malfunction and is a reportable event. Similarly, the patient specimen that was reported by the customer to be a depressed result was <3.3 g/dl on leadcare ii versus 3.6 g/dl obtained with icp-ms. The difference between these results is within the anticipated difference of the values obtained by leadcare ii as compared to a reference method (per the leadcare ii IFU, reference method gfaas). Therefore, a difference of 0.3 g/dl was deemed to be insufficient justification to support a determination that the depressed result obtained with the patient sample run on leadcare ii is a reportable event in accordance with FDA requirements.

Manufacturer narrative:
Magellan diagnostics performed a review of complaint investigations from 2024. This complaint was not associated with an adverse event and was initially determined to be not reportable. This complaint was selected for reporting under the medwatch program after a conservative re-review of the complaint information with a bias toward reporting incidents that have any potential for any injury, serious or otherwise.